Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose of 575 mg/dl. The high blood glucose was treated with a manual injection. The customer also treated the high blood glucose with bolus. The customer's current blood glucose was 78 mg/dl. Troubleshooting was conducted. Advised to disconnect from the insulin pump. No further information was reported.